Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with eleven clips remaining. Functionally; the handle could not be cycled. The handle was disassembled for visualization of internal components. The pusher bar was observed to be buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the buckled pusher bar condition may occur under the following conditions: 1) if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. 2) if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. 3) squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while it was being applied to common duct, the device had an unknown issue. As per reporter the clips fell into the patient's cavity and was retrieved with a grasper. They opened another clip applier to resolve the issue and complete the case. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while it was being applied to common duct, the device had an unknown issue. As per reporter the clips fell into the patient¿s cavity and were retrieved with a grasper. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.